Event description:
In december 2005 the lay user/reporter contacted lifescan (lfs) alleging the one touch basic original meter was giving inaccurately low readings. The reporter stated that on an unspecified date the pt obtained results of '60's mg/dl' and '80's mg/dl' on the reported meter. At the time of the incident the pt was experiencing no symptoms of high or low blood glucose levels. The pt was taken to the hosp and treated with insulin by the medical professional. It would have been helpful to determine who took the pt to the hosp, why she was taken to the hosp, what her blood glucose levels were at the hosp, what specific treatment she received, the pt's normal, expected blood glucose results, and the pt's medication regimen. The customer care advocate determined during the troubleshooting call the pt was handling the reagents appropriately, her testing technique was correct, the meter was set to the correct unit of measure, and the correct calibration code number was programmed into the meter. No quality control testing was peformed because the pt did not have control solution. The meter, test strips and control solution were replaced. This incident is being reported due to the pt obtained low blood glucose readings on the reported meter, and had to be hospitalized and treated with insulin.